Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for surgical management of epigastric hernia and hemorrhoids on (B)(6) 2019.

Manufacturer narrative:
Sections d4 & h4: additional information . Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhoids and epigastric hernia could not be conclusively determined through this evaluation. The account reported that the patient was admitted for surgical management of an epigastric hernia and hemorrhoids on (B)(6) 2018. The event reportedly resolved on (B)(6) 2018, and the patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.